Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 470 mg/dl at the time of admission. Customer reported feeling dizzy, weak and unable to stand from their blood glucose. It was also found the customer had increased heart beat and high blood pressure along with a sick stomach before being hospitalized. Customer reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was treated with an IV and insulin for their blood glucose. Customer was wearing the insulin pump at the time of hospitalization. The customer also reported the time on the insulin pump was programmed incorrectly, causing them to experience a high blood glucose. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.